Manufacturer narrative:
(B)(4). Concomitant.: excluder endoprostheses x 3, rosen wire 260cm, lundequist wire 260cm x 2, bern catheter 5fr, glidewire, coda balloon, amplatz wire 260cm, calibrated pigtail, dryseal flex sheaths - 16fr & 12fr. A review of the manufacturing records for the device verified the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states the following: the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. The patient's aortic neck angle was outside IFU recommendations. The iliac arteries were tortuous. The opening of the proximal end of the device was less than optimal, however considering the anatomical constraints, it was considered acceptable. On (B)(6) 2018 the physician informed gore that during a recent follow-up, slight infolding was noted at the proximal left side of the endoprosthesis. The patient is currently doing well with no endoleak, and is being monitored.